Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had some leaking reservoirs. The customer stated that she had reservoirs where it was difficult to push the insulin through and a few occluded infusion sets. Nothing further was reported.